Event description:
A crack was found in a three-way stopcock attached to a central venous line through which the infant was receiving hyperalimentation and fat emulsion. Entire length of tubing and stopcock was changed out, within a few days infant had a positive blood culture and sepsis. Event re-occurred with another stopcock the next day (see page three). Both devices had been discarded.